Event description:
Clip applier applied first clip correctly. Attempted to use clip applier again and the clip was misaligned. The device was removed from service. The clip applier was a component of a cholecystectomy tray. The cholecystectomy tray had a part number of fdc32.